Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The heartmate 3 lvas, serial number (B)(4), was not returned for evaluation. Multiple attempts for additional information were sent to the customer and no further detail was provided. Review of the available device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU death as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to multiple organ failure. The patient had multiple complications including dialysis dependence, respiratory failure that required a tracheostomy placement, shock liver, and an open sternal wound that required a wound vacuum-assisted closure (vac) placement. The patient was discharged to a nursing home. The nurse called to report low flow alarms, the patient's mean arterial pressure was 40. The patient was given 500 ml of saline bolus with albumin. The nurse later reported that the patient coded and the nurse began chest compression. The patient did not achieve return of spontaneous circulation (rosc), so the patient was discontinued and the lvad was disconnected.